Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. The pre-op CT showed small, calcified and marginal access. It was reported that during the index procedure the bifurcated stent graft would not go up the external iliac. The physician decided to place a non-medtronic device to pave the external and dilated with a pta. The physician then tried to re-insert the main body stent graft but it would not advance and buckled in the pelvis. Upon removal of main body stent graft, the patients blood pressure dropped and physician shot an angio and confirmed extravasation. It was reported that the physician then placed two more non-medtronic to seal the ruptured external iliac. The physician then tried again to insert the bifurcated stent graft but it would still not advance. The physician then decided to place a smaller size main body stent graft (28mm instead of the 32mm) to reduce the profile. The 28mm main body stent graft was delivered without an issue and the event was resolved. Per the physician, the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.